Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels reached 24 mmol/l (432 mg/dl) while wearing the pod between 4 and 24 hours. Upon removal, it was noticed that the cannula had dislodged from the infusion site.

Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula or a failure of the pod to deliver insulin. The received device had the cannula assembly fully deployed. Although no damage was present, the reported event could not be determined. While cracks were observed on the top housing of the device, the timing and cause of these cracks is unknown.